Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'keypad needs repair.' Was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second blue softkey and 1 key did not work. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad needs repair. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.